Event description:
Healthcare provider reporting a "lesion discovered by mammography/ultrasound, microbiopsy and a rupture postero-superior" of the left device discovered by ultrasound confirmed by MRI. Device has been explanted. Healthcare provider later reported "capsular contracture (baker grade I)."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reporting a "lesion discovered by mammography/ultrasound, microbiopsy and a rupture postero-superior" of the left device discovered by ultrasound confirmed by MRI. Device has been explanted. Healthcare provider later reported "capsular contracture (baker grade I)". Removal and replacement of the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture and capsular contracture was received on october 12, 2022 with lot number 2354930. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the anterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ brown particle on the device. No further actions are required as the device was implanted.